Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. General information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: m030002 hours of operation: 2796 further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-12-31 were analyzed. A space line was selected and the infusion started with a rate of 87,43ml/h and a volume of 306ml over 3,5h. During the infusion, the upstream alarm and the air rate alarm occurred, several times. The reason for the alarm could not be clarified. The infusion was done and the kvo-mode started. At this time, 306ml was infused. The infusion was stopped and the line was extracted. No other abnormalities were found. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of +0,11%. ((Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled, and the inside was investigated. Inside the device was slightly dirty but no visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.

Event description:
According to the event description: patients blood transfusion complete. Completion time accurate. Rates on machine accurate (87.4 milliliters (mls) over 3.5 hours. Total fluid 306 milliliters (mls)). Approx 75 milliliters (mls) remaining in bag. The patient was receiving the blood transfusion under the care of the rapid response team. The patient did not sustain any injury or harm as a result of the under transfusion of the blood product.